Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
At time of post op visit in the clinic, it was noted that the newly-placed ra lead had dislodged. Due to pandemic, the revision was delayed. Ventricular lead performing as expected. Device temporarily reprogrammed vvi 50 until revision. On (B)(6) 2020 the ra lead was repositioned using stylets and device reprogrammed to ddd 50. No adverse patient events were reported. Should additional information become available, this file will be updated.